Event description:
The physician was attempting to use a paramount mini gps balloon-expandable stent with a 6fr non-medtronic sheath and a non-medtronic guidewire to treat a moderately calcified plaque lesion in the proximal inferior mesenteric artery (95%). Artery diameter reported as 4mm and lesion length reported as 20mm. The vessel was moderately tortuous. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated using a 3x40 nanocross pta balloon. Resistance was encountered advancing the device, no excessive force was used and the device did not pass through a previously deployed stent. It was reported that stent deformation occurred in vivo during positioning. The deformed stent was removed without any difficulty and a new stent was used to complete the procedure. No stent elongation or shortening was noted. No patient injury was reported.